Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined the calibration and test cut could not be checked prior to repair due to the damage to the comb. It definitely looked like it malfunctioned, and components were missing. Damaged comb. Ball detent, side plates, comb springs, gears, fasteners, comb, and comb shaft were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the equipment malfunctioned during surgery and they ended up taking it apart. They were not sure all components are present. There was no patient harm or delay reported. During device evaluation, it was discovered the comb was damaged. Due diligence is complete, there is no additional information available.